Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: pb1018 transcatheter valve, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) and superior vena cava (svc) coils were improperly connected resulting in an audible alert. The alert was associated with high rv coil impedance and an svc impedance reading of 0 ohms. The physician reconnected the coils properly, and the impedance measurements for the svc coil and rv coil were then normal. The caller indicated that the patient is now experiencing an audible alert post change out. It was noted the svc impedance varying drastically from day to day. The lead impedance alert tone was turned off. The lead was remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.